Manufacturer narrative:
(B)(4) catalog # igtcfs-65-1-jug-celect.

Event description:
Description of event according to complainant: it is alleged that "[pt] had severe anemia and lower extremity swelling and a left lower dvt. Thus, it was determined that an ivc filter would be implanted. On or about january 2, 2013, the cook celect filter was inserted into [pt] . There were no complications at that time. On or about (B)(6) 2013 [pt] presented to the hospital to have the cook celect filter removed. Unfortunately, after several attempts, it was unable to be removed. [Pt] discovered through her physicians that the cook celect ivc filter implanted in her was tilted. On or about (B)(6) 2013 [pt] went to (B)(6) medical center to seek a second opinion to have the cook celect filter removed. Unfortunately, after several attempts, it was unable to be removed. On or about (B)(6) 2015, [pt] went to riverside methodist hospital and had the cook celect filter removed". Patient outcome: it is alleged that "[pt] suffered significant and severe injuries to her body".

Manufacturer narrative:
(B)(4) catalog # igtcfs-65-1-jug-celect. Summary of investigational findings: without clinical imaging and medical records it is not possible to comment on the alleged filter tilt and difficulties during the retrieval attempts and the significant and severe injuries patient suffered to her body. Based on the available information it is unknown, why the filter could not be removed and which techniques physician used during reported retrieval attempt. From the published scientific literature filter tilt inside ivc is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava cook medical will monitor for similar events. (B)(4).

Event description:
Description of event according to complainant: it is alleged that "[pt] had severe anemia and lower extremity swelling and a left lower dvt. Thus, it was determined that an ivc filter would be implanted. On or about (B)(6) 2013, the cook celect filter was inserted into [pt] . There were no complications at that time. On or about (B)(6) 2013 [pt] presented to the hospital to have the cook celect filter removed. Unfortunately, after several attempts, it was unable to be removed. [Pt] discovered through her physicians that the cook celect ivc filter implanted in her was tilted. On or about (B)(6) 2013 [pt] went to (B)(6) medical center to seek a second opinion to have the cook celect filter removed. Unfortunately, after several attempts, it was unable to be removed. On or about (B)(6) 2015, [pt] went to (B)(6) hospital and had the cook celect filter removed". Patient outcome: it is alleged that "[pt] suffered significant and severe injuries to her body".

Event description:
Description of event according to complainant: it is alleged that "[pt] had severe anemia and lower extremity swelling and a left lower dvt. Thus, it was determined that an ivc filter would be implanted. On or about (B)(6) 2013, the cook celect filter was inserted into [pt]. There were no complications at that time. On or about (B)(6) 2013, [pt] presented to the hosp to have the cook celect filter removed. Unfortunately, after several attempts, it was unable to be removed. [Pt] discovered through her physicians that the cook celect IV filter implanted in her was tilted. On or about (B)(6) 2013, [pt] went to (B)(6) to seek a second opinion to have the cook celect filter removed. Unfortunately, after several attempts, it was unable to be removed. On or about (B)(6) 2015, [pt] went to (B)(6) and had the cook celect filter removed. Pt outcome: it is alleged that "[pt] suffered significant and severe injuries to her body".

Manufacturer narrative:
(B)(4). Catalog#: unk but referred to as a cook celect filter. Expiration date: unk as info was not provided. Since catalog# is unk the 510(k) could be either k121629, k121057, k112119, k090140, k073374 or k061815. Device mfg date: unk as lot# is unk. Summary of investigational findings: without clinical imaging and med records, it is not possible to comment on the alleged filter tilt and difficulties during the retrieval attempts and the significant and severe injuries pt suffered to her body. Based on the available info, it is unk, why the filter could not be removed and which techniques physician used during reported retrieval attempt. From the published scientific literature, filter tilt inside ivc is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will monitor for similar events.

Manufacturer narrative:
Exemption number (B)(4). William cook europe aps (manufacturer) is submitting this report on behalf of(B)(4). (B)(4). (B)(6). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 10/09/2015 as follows: the plaintiff allegedly received the device implant via the right jugular vein on (B)(6) 2013 due to dvt and contraindication to anticoagulation. An unsuccessful retrieval attempt allegedly occurred on (B)(6) 2013, with the device then successfully removed on (B)(6) 2015. The plaintiff alleges migration, fracture, tilt, vena cava perforation, device unable to be retrieved, and fractured leg of filter embedded in right lung.

Manufacturer narrative:
(B)(4) corrected data based on new information received: adverse event and product problem to adverse event. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, migration; fracture; tilt; vc perforation; difficult to remove'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.